Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not disengage from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not disengage from the catheter to deploy. The procedure was completed without using a clip. There were no patient complications reported as a result of this event.